Event description:
It was reported that the device illuminated the wrench icon. Physio-control evaluated the device and found that the device would not detect or shock to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's extensive testing was unable to determine further cause for the observed malfunction. A replacement device was provided to the customer.

Manufacturer narrative:
Correction: the initial MDR reads: (B)(4) 2012. The initial MDR should read: (B)(4) 2012.